Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced due to infection located on the right side of the penis. There was "a large bump that had pus coming out." The physician did not think the spectra contributed to the infection. No further patient complications were reported in relation to this event.

Manufacturer narrative:
The device was returned for analysis and tested within specification. Analysis found that there was a device failure but it is not related to the reported event. The two spectra cylinders were visually inspected and functionally tested. Both cylinders had holes in the outer layer that were the result of a tool damage that exposed inner segments. Both cylinders are functional.